Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a pocket failure. The field service engineer replacing the row board cable, reseated the row board cable securely and rebooted the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a pocket failure. The customer stated that the device had a failed full height cubie pocket won't open. There were no adverse events or injuries reported based on this event.